Event description:
Additional information received reported that the increased feet and leg pain was not related to the device or therapy. A cat scan was taken, but there were no available results. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744 lot# serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
The patient reported they had a fall and there was a stimulation issue reported related to the positional movement. The patient had pain in their feet and legs, this change was considered gradual. The patient fell all the time, they fell four times in (B)(6) and one was really bad and thought they had landed on the stimulator. It was noted that they stopped suing the stimulation because, they had surgery that corrected that pain that the implant was put in for, but they had a different pain at the time of the report but it was in a place that the stimulator could not help it. The neuropathy was in their legs and feet and they had tingling in their feet and lower legs from the stimulator but they did not need any more stimulation, they wanted to see about getting it removed. The patient indicated that their "different pain" they always had it, but not to their current degree, it had gotten worse after the surgery they had in (B)(6) 2013. Other relevant medical history includes chronic low back pain, and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.